Event description:
The facility reported to baxter an incident where the pt experienced acute hypotension "while undergoing medication IV bag or IV set change-over". The facility reported they felt when changing bags/tubing for certain drugs, that pt care is compromised. After connecting a new bag of medication, it was reported to take 3 to 5 mintes before the pt's blood pressure stabilizes. "It is as though the infusion isn't reaching the pt, even though the tubing is fully primed and the central line is fully primed". In addition, the facility stated they were noticing blood backing up the line for the first 3 to 5 minutes. No additional information available.